Manufacturer narrative:
Batch review performed on 29 august 2019. Lot 188901: 110 items manufactured and released on 10-dec-2018. Expiration date: 2023-11-16. No anomalies found related to the problem. To date, 98 items of the same lot have been already sold without any other similar reported event. Additional implants involved in the event, batch review performed on 29 august 2019: ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot. 1810802. Lot 1810802: 371 items manufactured and released on 13-mar-2019. Expiration date: 2024-02-28. No anomalies found related to the problem. To date, 302 items of the same lot have been already sold with another similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner and the head almost 1 month and a half after primary. The surgery was completed successfully.